Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device stated that the communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the issue was resolved. At this time, this device remains in service and there were no adverse patient effects reported.